Manufacturer narrative:
Date sent to the FDA: 12/02/2020. Additional information: h6 additional h-3 summary:. Complaint sample not returned for investigation. Five retain samples of incident code and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Additional information was requested, and the following was obtained: - the patient outcome was unaffected as the surgeon used suture of another batch in bilateral inguinal hernia repair and the procedure was performed successfully. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 04/13/2021 additional information: d9, h6 additional h-3 summary: 01 opened units of code nw844 lot v8001 was received as a complaint sample for investigation. Complaint sample consisted of 02 suture strand, 02 needles and one zipper lid with tray was received for investigation. As the complaint sample received in open condition further investigation on complaint sample was not performed except visual inspection. Received complaint sample was visually inspected under 10x magnification and it has been observed that suture strand one had punch marks at multiple places which indicated that the suture was handled or dispensed with force. Upon visual inspection of second suture, it has been observed that suture got cut while it met sharp object. Received needles were visually inspected under 10x magnification and both needles were found satisfactory. Additional h6 component code: g07002 ¿ conforming device (for retained samples evaluation sent in follow up 01) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 04/13/2021 corrected information: d3, g1 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? How was the procedure completed? Device status procedure? A manufacturing record evaluation was performed for the finished device lot v8001, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and suture was used. During the procedure, the suture broke at non-swage point. There were no adverse patient consequences reported. Additional information was requested.